Event description:
Patient was revised due to non union of tuberosities probably due to poor bone stock or poor surgical technique of original surgery. While in surgery the replacement stem was found to be unsterile due to holes in inner and outer packaging. Delayed surgery 15-20 minutes due to autoclaving product, product was implanted.